Manufacturer narrative:
The reported events were helix mechanism retraction issue and high pacing impedance. As received, a complete lead was returned in three pieces. The reported event of helix mechanism retraction issue was confirmed. Visual inspection found the helix to be extended and clogged with dried blood/tissue. After cleaning the helix and cutting the lead, the helix could retract and extend by applying torque directly to the inner coil. The full helix extension length was measured within specification. The cause of the reported event of helix mechanism retraction issue was isolated to the helix being clogged with dried blood/tissue. The reported event of high pacing impedance was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The lead impedance could not be tested due to the condition of the lead as received. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Manufacturer narrative:
Implant date is estimated to have occurred in (B)(6) 2021. Explant date is estimated to have occurred in (B)(6) 2021. Further information was requested but not received.

Event description:
It was reported that, during an implant procedure, a high pacing impedance was observed on the right atrial (ra) lead. An attempt was made to reposition the ra lead, but was unsuccessful because the helix would not retract. The ra lead was explanted and replaced to resolve the event. The patient was stable.